Manufacturer narrative:
The customer performed monthly maintenance, cleaned the reaction bath, and changed the reaction cells. He performed a cell blank, checked, and cleaned wash probes. The field service engineer checked the pump and vacuum pressures and the gear pump pressure, which were acceptable. He replaced the vacuum tubing on the wash unit, overhauled the wash assemblies, cleaned the lines, performed adjustments of the sample and reagent probes, and checked the optics and the ultrasonic mixer. The customer performed precision testing which was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. Sample 1 initial albumin result was 1.2 and the repeat result was 47.2. Sample 2 initial albumin result was 0.8 and the repeat result was 46.9. Sample 3 initial alkaline phosphatase result was 1 and the repeat result was 107. Sample 4 initial alkaline phosphatase result was 1 and the repeat result was 109. No units of measure were provided. It was requested but not known if any questionable result was reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.